Event description:
The subject device was set to deliver heparin at 20 ml/hr. One hour to an hour and a half later, the rate had spontaneously changed to 77 ml/hr. The device's operation log showed the rate to be set at 20 ml/hr, then 160 ml/hr, then back to 20 ml/hr. The pt was monitored and the heparin was restarted 12 hours later.

Manufacturer narrative:
The subject device was tested by the MFR and was found to deliver within specification. A. Patient information is not able to be provided by the hospital.